Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of migration could not be confirmed.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to the device migration from the shaft into the body; according to the field representative, this was likely caused by patient's anatomy. A new app was implanted and no further information has been reported.